Manufacturer narrative:
The following information provided in the initial medwatch is incorrect: on (B)(6) 2018 , a value of 3.5 inr was measured from the patient. Within minutes, a value of 1.7 inr was measured from the patient. On (B)(6) 2018 , a value of 2.7 inr was measured from the patient. Within minutes, a value of 3.5 inr was measured from the patient. On (B)(6) 2018 , a value of 6.2 inr was measured from the patient. Within minutes, a value of 2.3 inr was measured from the patient. The correct information is as follows: on (B)(6) 2018 , a value of 1.7 inr was measured from the patient. The patient was given a warfarin dose of 3.5 (units unknown). On (B)(6) 2018 , a value of 2.7 inr was measured from the patient. The patient was given a warfarin dose of 3.5 (units unknown). On (B)(6) 2018 , a value of 6.2 inr was measured from the patient. The patient was given a warfarin dose of 2.3 (units unknown). Vitamin k was not administered to the patient on (B)(6) 2018 based on the repeat measurement.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that one patient had erroneous results when testing with a coaguchek xs plus meter (serial number unknown). Up until (B)(6) 2018, the patient had mostly been stable since (B)(6) 2018. On (B)(6) 2018, a value of 3.5 inr was measured from the patient. Within minutes, a value of 1.7 inr was measured from the patient. On (B)(6) 2018, a value of 2.7 inr was measured from the patient. Within minutes, a value of 3.5 inr was measured from the patient. On (B)(6) 2018, a value of 6.2 inr was measured from the patient. Within minutes, a value of 2.3 inr was measured from the patient. For all measurements listed above and performed on (B)(6) 2018, (B)(6) 2018, and (B)(6) 2018, it was asked, but it is not known if these measurements were performed on the complained meter. On (B)(6) "2017", a sample from the patient was tested on the meter using test strip lot number 2944511, resulting as 6.2 inr. Within minutes, two subsequent measurements were performed on the meter using test strip lot number 25863813, resulting with values of 4.8 inr and 4.6 inr. Within one hour, a venous sample from the patient was tested in the laboratory using an unknown method, resulting as 5.4 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 3 - 4 inr, with 3.5 inr being the target. It is not clear if vitamin k was administered to the patient on (B)(6) 2018. A clarification was requested. For results > 4.5 inr, the complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. For results = 4.5 inr, the complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 294945) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.